Manufacturer narrative:
The lot number was not provided and a lot history review could not be performed. The device was not returned for evaluation. However, medical records were provided and reviewed. The investigation confirmed patient device interaction problem, migration, and malposition of device, but is inconclusive for difficult to remove. A root cause could not be determined. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf048f vena cava filter allegedly experienced migration, difficult to remove, malposition of device, and patient device interaction problem. This information was received from one source. The malfunction involved a (B)(6) year old male patient weighing (B)(6) lbs, with no reported consequences.